Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who had a mentor siltex round moderate profile 325cc saline prosthesis experienced left sided deflation post procedure. As a result, the device was replaced with a new mentor siltex round moderate profile 325cc saline prosthesis.

Manufacturer narrative:
Additional information was received on may 5, 2020. The implant date was clarified to have occurred in (B)(6) 2010. Manufacturer¿s reference number: (B)(4).